Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - bilateral patient. Litigation papers allege that patient has experienced persistent and severe pain in hip, groin, and thigh, which has increased over time; sensation of misalignment; and elevated levels of metal ions. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip. Update 4/28/2016 - medical records received. Medical records reviewed for MDR reportability. Left hip was revised on (B)(6) 2015 and had originally been reported as the right hip. Revision surgical report noted trunnion to have been cleaned of any corrosion and particular debris. Dor will be added, corrosion will be added. Stem and taper sleeve added for alleged elevated metal ions without lab results. The complaint was updated on: may 17, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.